Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for nonsustained lead noise episodes due to afib with rvr. Sensing latency on that far field channel resulted in the non sustained lead noise trigger. Near field channel was sensing appropriately. Reprogramming the device was performed. The patient will be followed normally.